Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 6 months post-op, the patient underwent a revision procedure due to a yoke implant fracture. Both of the tabs of the implant had snapped off. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a : (B)(6) 2024. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned product identified signs of use in the form of scratches and the tab features are found to be fractured. The device was submitted for further analysis. Analysis determined optical images of the fracture surface show ratchet marks and beach marks artifacts suggesting a fatigue mode of failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the implants are incompletely visualized. There is hyperextension of the knee and anterior displacement of the patella likely due to a large joint effusion or synovitis. There is irregularity along the metallic yoke consistent with the reported fracture. No osseous fracture or implant loosening is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.